Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that, during the final check of a (B)(4) proximal femoral nail antirotation (pfna) implantation (under an image intensifier), the blade in question was placed off-center of the bone head. To correct this improper placement, the surgeon extracted the blade using an extraction screw and attempted to reinsert the blade into its proper place. However, the blade would not lock, resulting in a gap between the blade and the sleeve. After another re-extraction from the patient¿s bone, the surgeon confirmed that the blade could not be locked and opted to use another blade of a different size. A surgical delay of 30 minutes was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there were no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing investigation: visual inspection of the complained blade clearly shows that it was in strong contact with the nail during insertion. As a result of this contact, the blade jammed with the nail. Misalignment with the nail before hammering led to the damage of the blade. Functional test results show that the blade in question is in faultless condition. It could be locked and unlocked as expected. Reviewing the device history record documents shows that this lot was released after faultless final inspection. The complained problem could not be reproduced. No indication for material or design related issue. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifying information is not available for reporting. Additional product codes for this report include hwc. Device was not implanted/explanted, due to product insertion difficulties. Device is expected to be returned for manufacture review/investigation, but has not been received as of yet. Device is not distributed in the united states, but is similar to a device marketed in the USA. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.